Event description:
It was reported that about 2 months prior to the intial report, the patient was seen by a company representative in her physician¿s office for a physician recharge mode (prm). At that time, the patient was able to charge and had full coupling. However, the patient did not return to clear the power on reset (por). The patient did not recall if she had seen the por at all, and charged it to ¾ full. The patient had been having an issue with the recharger 7-8 months prior. The patient was in the physician¿s office again on (B)(6) 2014, but a pmr was not able to be done initially. There was no communication with any device but a por was displayed. However, a different company representative was able to start the pmr. It was advised to clear the por prior to sending the patient home. It was further stated that the device had been overdischarged. The por was not cleared. The patient had not communicated with the company representatives, and they were unable to get ahold of the patient. The managing physician had been informed of the situation. It was further reported that the patient was doing the pmr as instructed but it still wasn¿t working. The pmr had stopped when she took it off and went to the restroom. The patient stated that she had fallen on her battery and it was lying lengthwise but now was vertical. As a result, the patient stated she could sometimes turn her implant on and sometimes she couldn¿t. The patient was attempting to reach her company representative. It was further reported that as of (B)(6) 2014, the patient was still not able to be reached. The device had not moved per the company representative that had met with her. The patient was letting the device battery run out. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# unknown, product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n322350, implanted: (B)(6) 2012, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).